Event description:
The facility reported an infusion pump with an "alarm at start up." The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation was completed on 5 october 2005 at the customer facility. It was determined that the reported condition of "alarm at start up" was due to depleted batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue.